Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, no image and scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction is associated with no image and scope communication error (b30). The most probable cause of this complaint is traced to component failure, which is consistent with an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovidescope produced a static image and presented a communication error. The issue was found during inspection for use. There were no reports of patient involvement.